Event description:
It was reported that a folfusor had a leak. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted fluid inside the package that contained the sample. Further inspection revealed that the cause of the leak was an untightened luer cap. A functional leak test was subsequently performed by filling the unit with green colored water. After fill, the blue winged luer cap was hand tightened. The next day, no signs of leak were observed at the blue winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.